Manufacturer narrative:
Date of event is an approximate. Refer to manufacturer report #3004209178-2018-01211 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient will be having their 2nd battery replaced and it has only been 3 years since initial implant. The caller thinks that the batteries are depleting too fast. Each battery lasted approximately a year and a half, this has occurred twice. Caller noted that the patient was notified at a recent doctor's appointment that the ins replacement would need to be discussed and then it was confirmed to be scheduled for replacement on (B)(6). No symptoms were reported. It was noted that the therapy has been helping with the patient's shaking and is working properly. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the ins's depleting too fast was due to a high settings record. Actions/interventions involved included a battery change.